Event description:
It was reported that the pt experienced loss of adequate pain therapy. The pump contained dilaudid 10.0 mg/ml at 2.821 mg/day and clonidine 900 mcg/ml at 253.88 mcg/day. The hcp was unable to aspirate from the catheter. The proximal portion of the catheter was removed and replaced. The pump was reprogrammed to deliver dilaudid 1.411 mg/day and clonidine 126.97 mcg/day. The distal portion of the old catheter remained implanted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Catheter.